Event description:
Information received by medtronic indicated that the insulin pump was damaged at backside. Customer stated that insulin was not dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S.w version unknown. Retainer ring = clear. The pump was returned for cosmetic damage located at the back of the pump near battery compartment found on sept 20, 2021. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the back of the pump near battery compartment. A cracked retainer was confirmed. Critical pump error (open book image) alarm was confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting the hw. Unable to download firmware, history files and traces confirmed. (B)(4).